Event description:
On (B)(4) 2013 it was reported that high impedance was seen during diagnostics on the patient¿s vns that day; output=limit/lead impedance=high/eri=yes. The impedance value was not noted by the physician. It was stated that the patient continues to still have voice alteration with stimulation on-times and there hasn¿t been a change in efficacy at this time. The patient¿s settings were noted to be output=2.25ma/frequency=20hz/pulse width=500usec/on time=30sec/off time=3min. The patient did not want to be disabled at this time and the physician decided to not disable since the patient is not having any adverse issues or change in efficacy. There has been no known cause for the high lead impedance and it was stated that the patient would be referred for surgery. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. The physician later stated that the patient presented on (B)(6) 2013 with high impedance during diagnostics but when she did another diagnostics, the high impedance was not observed. The patient¿s battery is low and will therefore be replaced. No further information was provided by the physician. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2013 the physician reported that she believes the dcdc was 4 when diagnostics were performed. She stated that when diagnostics were performed a second time however, the high lead impedance was not replicated. She stated that the settings of the battery were lowered due to concern that the battery would run out before he can have surgery. The patient was referred for surgery. Although surgery is likely, it has not occurred to date.

Event description:
A letter by the treating physician dated (B)(6) 2014 reported that the patient¿s battery reached end of life in (B)(6) 2014. Since that time, the patient¿s depression has increased with worsening dysfunction. Surgical intervention is likely but has not occurred to date.

Event description:
It was reported that the patient had generator replacement surgery on (B)(6) 2015. The lead was not replaced. The hospital discarded the explanted generator. Therefore, analysis is unable to be performed. The hospital reported that the reason for replacement was end of service. The implant card reported that the reason for replacement was battery depletion (end of service). The lead impedance was okay after generator replacement.